Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 100 bd vacutainer® sst¿ blood collection tubes there was black foreign matter in tube. The following information was provided by the initial reporter, translated from spanish to english: the customer indicates that because some 5ml gel cap tube units contain black residue inside, they could not use it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 100 bd vacutainer® sst¿ blood collection tubes there was black foreign matter in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer indicates that because some 5ml gel cap tube units contain black residue inside, they could not use it.